Event description:
Event has occurred with 5 total cases: brushes removed from endoscope, noticed tip broke off, were retrieved, this occurred with 3 total cases. Problems with endoscope, sent out for repair, and found brush in scope. Brush broke off and not recognized it had broken off when wire removed, endoscope high disinfected, and used again. During inital cleaning process unable to pass cleaning brush, found to have broken brush in scope.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous reported problem withthis pump.

Event description:
The facility reported a flo-gard infusion pump with failure code 2, which is a downstream occlusion failure code. According to the facility, it is unknown when or in which care area this event occurred. This facility was not willing to be contacted for any further information. The facility did not have information in regards to whether there was patient injury, medical intervention necessary, or adverse reaction in association with this event. During product evaluation, failure code 2 was confirmed to be caused by the door assembly being broken at the upper and lower hinge stops, indicating failure code 2 was a false occlusion alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a flo-gard infusion pump with failure code 2 was confirmed during product evaluation. This condition was caused by the door assembly being cracked at the upper and lower hinge stops. The door assembly was replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.